Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that he was in a car accident and hospitalized due to hypoglycemia. The customer stated that he was experiencing high blood glucose, which he repeatedly bolused for, but his blood glucose remained high. The customer stated that while he was driving, his blood glucose dropped precipitously, from over 300 mg/dl to 40 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The displacement and self tests passed. The customer changed his infusion set the day prior to the event. Nothing further was reported.